Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial #: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter, ubd: 05-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of lioresal at 190mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported the patient had recently lost 100 pounds. The patient began experiencing withdrawal symptoms about one month prior to the date of the report (relative to (B)(6) 2018) and the patient was treated with oral baclofen therapy. It was indicated a catheter replacement was planned. The patient¿s weight loss was cited as an environmental/external/patient factors that may have led or contributed to the issue. The catheter replacement surgery occurred on (B)(6) 2018. It was noted there was no cerebrospinal fluid (csf) backflow. The case was closed, and the patient received increased fluids overnight. The catheter was then successfully replaced (B)(6) 2018. The issue was resolved at the time of the report ((B)(6) 2018). The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jan-03 from the patient's healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that, based off the patient's withdrawal symptoms and the fact that the patient reported that "it" was flipping. The reason for no csf backflow was not determined by the hcp. A cap aspiration was not attempted at the beginning of the case due to the plan to replace the entire catheter. The catheter was unable to be placed and a cap pull was not performed on (B)(6) 2018. The explanted catheter was sent to pathology per hospital procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Updated and corrected based on the information received on 2019-jan-03 and 2019-jan-07. Device code (B)(4) added to reflect the information received on 2019-jan-03 and 2019-jan-07. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jan-03 from the patient's healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that, based off the patient's withdrawal symptoms and the fact that the patient reported that "it" was flipping, it was decided that the catheter would be replaced. The reason for no csf backflow was not determined by the hcp. A cap aspiration was not attempted at the beginning of the case due to the plan to replace the entire catheter. The catheter was unable to be placed and a cap pull was not performed on (B)(6) 2018. The explanted catheter was sent to pathology per hospital procedure. No further complications were reported or anticipated. Additional information was received on 2019-jan-07 from the manufacturer's representative (rep). It was clarified that the patient reported that the pump was flipping. No further complications were reported.